Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella cp support had echocardiogram performed showing impella deep at 5.5cm, however, sitting mid ventricular space. The team elected to hold off repositioning until the evening hours. Impella was pulled back to 3.6cm. Shortly after repositioning, the patient was rolled and placed on a bedpan, and after removing, the patient went into sustained ventricular tachycardia (vt) and remained conscious the whole time. The team elected to reposition once again to 3.4cm middle of ventricular space followed by optimization of flows at 3.5 liter/min.